Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue and replaced the analog interface (ai) printed circuit board (pcb). The ventilator then passed all performed tests and calibrations.

Event description:
It was reported that during patient use, the ventilator was locked out. There is no report of patient harm associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.